Manufacturer narrative:
Visual device analysis: visual analysis of the photographs identified the device in the photos is not identified to which side it belongs through the photos provided, it is not possible to determine the lot number and catalog. No observed opening in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: d.4, d.6a, h.6.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.